Event description:
On (B)(6) 2009, the patient reported that an e10 (cartridge) error was displayed on his infusion device while changing the insulin cartridge. He changed the battery and was unable to clear the error. He was instructed to perform the change cartridge procedure and "please remove cartridge" was displayed on the infusion device, but it did not sound as if the motor was running and the piston rod was not moving. He inserted a new battery and began the change cartridge procedure and he stated the motor was running, but "sounds a little weird" and an e10 was displayed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.